Event description:
It was reported a spectrum pump had downstream occlusion alarms. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported downstream occlusion alarms were reproduced and confirmed through eval. Eval found the downstream sensor readings to be above specification. The downstream tubing guide and force sensor assembly were replaced.